Event description:
Per investigation results, the device had blown components resulting in the potential for a thermal event.

Manufacturer narrative:
The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board and edge card possibly due to fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.